Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 138 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm or perform the self test, off no power, unexpected restart, prime, occlusion or no delivery tests due to the motor error alarm. The pump passed the stop current and run current tests. No cosmetic damage was noted.